Manufacturer narrative:
(B)(4). Batch #: t94e1t. (B)(4). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the el5ml device was received with no damage to the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips were not fed into the jaws in the next actuation of the trigger. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembly, the ratchet pawl was found to be out of position, and the feed link was noted broken, causing the feeding issues. Eleven clips were found inside the clip track. No conclusion could be reached regarding what may have the ratchet out of position. The event reported was confirmed and it is related to improper use of the device. Possible causes for the damage found may be due to the jaws being restricted during firing or not being fully through the trocar during firing. Please reference the instructions for use for more information. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy, jamming occurred and the clip could not be fed into the jaws from the fourth firing (the clip could not be fed into the jaws from the fourth firing and there is a possibility that jamming occurred). Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.